Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received twelve (12) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for stopper defect was observed. The photo showed a tube with the plastic hub removed and stopper remaining inside the tube. The stopper had a visible trim defect. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by visual examination and the issue of stopper defect was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of closure separation and stopper defect based on returned photos. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. In order to mitigate the indicated failure, procedure is in place to inspect and remove these defects. Based on the low defect rate for the batch in question, no further actions are planned at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was stopper pull out of the tube when in an analyzer. The following information was provided by the initial reporter and translated to english. The customer stated: when using the " sst ii advance tube, the rubber inlay remained in place while the dxa removed the outer yellow part."